Event description:
Healthcare professional reported right side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, crease flat, and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify three punctured in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: three puncture opening on anterior assessed as to surgical damage like.

Event description:
Device was explanted.